Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for diabetic ketoacidosis on unknown date. Blood glucose reading was unknown. The customer's current blood glucose value was 650 mg/dl. Customer stated they were not using insulin pump from one week in hospital. The customer was treated with insulin drip and insulin injection at the hospital. Troubleshooting for the customer¿s high blood glucose was performed. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was not stop using the insulin pump system due to product issue. It was unknown that auto mode feature was active or not at the time of incident. The insulin pump will not be returned for analysis.